Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during priming. Per the initial report, the home patient (hp) stated that she can't get back to check lines and bags. Gts assisted the hp by asking the hp to read the display. The hp stated that the display reads dextrose. Gts had the hp press stop. The hp stated that the hc displays check lines and bags during priming. Gts asked the hp if she changed any of her settings. The hp stated that she doesn't think so. Gts had the hp check the drain line, pull up and down on the lines coming out of the door and had the hp pressed go; the hc alarmed check lines and bags. Gts asked the hp to turn the spikes and move the clamps down the tubing on all the bags. The hp stated that one of the bags became unspiked. Gts explained that the hp will have to start over with all new supplies. The cg stated that she will start over with all new supplies and she will contact the nurse. The hc unit was operational. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted.